Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor; urinary dysfunction/sacral nerve stim it was reported that " for the past week the patient has been having problems. They can't get in to see the doctor. The doctor is in surgery today and scheduled for the rest of the week. Last week they had 4 nights  when it had not been working. They have been having to wear the pad every night because they have been losing it almost every single night. On saturday they were getting a burning sensation or stabbing sensation off and on right above where the stimulator is in their hip. They don't know if it has anything to do with that or not but it is starting to concern them. The patient has tried increasing the stimulation, and that didn't help. They last tried increasing it this morning and they increased it twice prior to that. The return of symptoms started probably tuesday. On the call the patient was on program a at 1.0 ma. The patient increased the stimulation this morning, and the stimulation sensation has not gone away. Walked caller through changing programs. They changed their program and increased the stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Patient has an appointment with the doctor on thursday..

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.